Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The lay user/patient contacted lifescan on (B)(6), 2010, alleging an "error 5" issue with his onetouch ultralink meter. He stated he had symptoms of thirst and frequent urination; however, he was unable/unwilling to report if the symptoms started before or after the error message began. The patient denied receiving any form of treatment as a result of the error message. According to the csr, the reported issue was not resolved during troubleshooting. There is no indication that the product caused or contributed to an adverse event. There is no evidence that the patient developed symptoms as a result of the reported issue and the patent denied receiving any form of medical intervention after the product issue occurred. However, this complaint is being reported because the "error 5" was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.